Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, crossing difficulties and stent damage occurred. The 99% stenosed target lesion was severely tortuous and calcified in the mid right coronary artery (rca). The lesion was predilated with a nc mercury balloon and the liberte stent was advanced to the lesion on multiple occasions, but it was unable to cross the lesion. The physician removed the stent delivery system outside the pt's body and found the stent strut lifted up. The procedure was completed with another of the same device. No patient injuries or complications were reported. Patient condition listed as "good."

Manufacturer narrative:
The device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).